Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the save to disk of the device was reviewed. It revealed time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt less than or equal to 2.6251 volt. Weekly battery voltage trend data shows minimum battery equal to 2.628 to 2.608 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.